Event description:
It was reported that implantable cardioverter defibrillator (ICD) was explanted due to an unknown cause. No additional adverse patient effects were reported. This device has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.